Event description:
Patient reported through a regulatory agency a "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Clarification to d6a: partial date of (B)(6) 2013 provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported through a regulatory agency a "rupture". This record is for the left side. The device was explanted.